Event description:
It was reported that the ventilator generated a technical error code which indicates a failure of the control printed circuit board during startup. (B)(4).

Manufacturer narrative:
(B)(4).